Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area in the distal end was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image was due to a broken video cable. In regard to the newly identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had mage defect, intermittently green. The event occurred during inspection for use. There were no reports of patient involvement.